Manufacturer narrative:
Device analysis: the oad was received without the original cable assembly, guide wire, or sheath. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event; the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the proximal edge of the crown of the device. The green control knob was loose and traveled smoothly. A .014" test guide wire was inserted into the oad and resistance was felt at the crown location. The crown was measured using a calibrated dial caliper and was found to meet the outer diameter specification. The returned device did not reveal any damage or abnormalities that would have contributed to the reported event. The device functioned as designed during analysis. At the conclusion of the failure analysis investigation, the root cause of the reported event remains unk. It is recommended that a 1.25mm piloting device be used to cross and open lesions of this type prior to up-sizing to a larger crown. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the device became stuck in the vessel which was damaged during removal of the device. The lesion being treated was calcified, 2mm in length, and 90% occluded and was located in the popliteal artery. The physician used a contralateral approach and performed 1 run at low speed (60k rpms) and 1 run at medium speed (90k rpms) for a total run time of 50 seconds. At this point the device became stuck in the lesion and during the removal attempt a dissection occurred. The physician placed a stent to repair the dissection and concluded the intervention. The pt remained stable during the event. Additional info has been requested regarding this event.